Manufacturer narrative:
UDI (B)(4). This event is being reported conservatively as it is not certain if the patient thv/tvt registry information will be updated by either facility. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the IFU, the recommended area for a 29 mm s3 valve is 540 ¿ 683 mm2. In this case, it appears that the pvl was likely due to valve under-sizing. Per report, the native aortic valve area measured 740 mm2, which is beyond the IFU recommendations for this device. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per report, a 29mm sapien 3 valve was implanted in a native aortic valve with an area of 740 mm2; 7 months later, the patient showed up at a different facility with moderate paravalvular leak (pvl) and symptomatic. The patient was taken to the cath lab for post-dilation. The s3 valve was post-dilated with a 29mm commander delivery system with +4 cc added to the recommended nominal volume. The pvl remained unchanged, but the mean gradient was slightly better (from 8 mmhg to 3 mmhg). There was no central leak. The patient was in stable condition and it was decided to continue to monitor the patient and discuss other options.